Manufacturer narrative:
It was indicated the device and rv lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited low pacing impedance measurements. Additionally, noise was oversensed. The x-ray did not reveal any signs of a lead fracture. As a result, a revision procedure was performed. The rv lead was surgically abandoned and replaced. As there was approximately one year of longevity remaining, the device was explanted and replaced. No additional adverse patient effects were reported.